Manufacturer narrative:
(B)(4) final report additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, what was implanted during the revision, confirmation of the device lot codes, primary surgery update, whether the leg length / offset differences have been addressed and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. The appropriate device details for the stem were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specifictaion at the time of manufacture. The lot code for the revised head has not been provided and thus this manufacturing record could not be identified or reviewed. Based on the available information, no further investigation can be conducted. It is likely that choice the implant size / offset used at primary surgery caused the leg length discrepancy. The root cause has not been directly linked to the device design or performance and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic head due to a leg length discrepancy.

Manufacturer narrative:
Per (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, what was implanted during the revision, confirmation of the device lot codes, primary surgery update, whether the leg length / offset differences have been addressed and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all of this information has been provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specifictaion at the time of manufacture. Based on the available information, no further investigation can be conducted. It is likely that choice the implant size / offset used at primary surgery caused the leg length discrepancy. The root cause has not been directly linked to the device design or performance and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic head due to a leg length discrepancy.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, what was implanted during the revision, confirmation of the device lot codes, primary surgery update, whether the leg length / offset differences have been addressed and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details for the stem have been provided and the relevant device manufacturing record will be identified and reviewed. Upon receipt of the lot code of the trinity biolox delta ceramic head the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic head due to a leg length discrepancy.